Event description:
It was reported that the patient experienced a shocking or jolting sensation while shaving with an electric shaver that was plugged into an outlet. Since the shock, the patient's stimulation was not strong enough to relieve his pain, even though it was still delivering therapy to the same location, his side and down his leg. It was noted that the patient also felt something 'poking in his spine.' At first, the patient was unable to turn on his patient programmer (pp), but then he saw the 'doctor' icon, and finally got the pp to turn on for him. Additional information received reconfirmed the patient's shocking or jolting sensation and loss of therapeutic effect. It was noted that the day the patient was shaving while feeling a shocking sensation was on (B)(6) 2012. Since the incident, the patient's stimulation was not working right and he felt 'like there's something poking out of his back.' The location of the feeling was not clear. There was limited information about the event and the patient's status. Additional information received reported that the patient was in 'bad pain' and that his ins was still not working. The patient was unable to get to his physician for an appointment or receive assistance from a manufacturer representative. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 37752, serial#: (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID: 37743, serial#: (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).